Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the mtm involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or procedure video was provided. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23008 (pointing to axis 4) and 23013 (pointing to axis 3) which pointed to issues with the mtml related to the reported complaint. This complaint is reportable malfunction event based on the following conclusion: the customer converted after the start of the procedure due to mtml not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci assisted mediastinal mass resection surgical procedure, the instruments controlled by master tool manipulator-left (mtml) would not stay in position if surgeon would not move the mtml. Before contacting intuitive surgical inc. (Isi) technical support engineer (tse), the customer attempted to troubleshoot the issue by switching the instruments to the other arms and switching mtm assignments. The tse reviewed the system logs and confirmed error 23008 (pointing to axis 4) and 23013 (pointing to axis 3) which pointed to issues with the mtml. The procedure was converted to traditional laparoscopy with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system had no issues during the setup. The system was powered on nearly 1 hour before the procedure started and was working successfully without any issues. The procedure was completed laparoscopically and the patient did not experience any post surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) has received the master tool manipulator (mtm) associated with this complaint and completed investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. During evaluation, the mtm would not initialize when installed on the system. In addition, rough gears were observed on axis 6. The mtm ran on mini console where error 23008 was replicated. During troubleshooting, an axis 4 motor was replaced, and axis 6 gears were re-adjusted. The mtm was re-calibrated on the system, but drifting was not observed. The mtm will be held for further evaluation by engineering team. During evaluation, since a golden motor had to be used on axis 4 to test the mtm, it will be replaced.